Event description:
Device 1 of 2: reference MFR report: 1627487-2011-05269. The patient received her scs system on (B)(6) 2009 including an ipg and two percutaneous leads (from the same lot). It was reported that the patient's ipg was causing discomfort due to its location. The patient also wasn't getting adequate coverage. As a result, the patient's doctor revised the pocket site. During the procedure, one of the leads exhibited invalid impedance on all contacts. The lead was observed and a fracture was present. The doctor explanted and replaced the lead.

Manufacturer narrative:
Evaluation: results: the product was received complete. The lead was severely kinked with all the wires broken 21 cm from the stimulation end. The stimulation end and terminal end were in good condition. The bent lead damage observed is consistent with the stresses the lead was subjected to while implanted. No functional testing was performed due to the broken wires. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.